Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a fold crease, delamination of the valve, and an opening on anterior. Leak test and microscopic analysis were performed which identified wear abrasion, delamination with greater-than 75% total separation, and a striated opening. Based on the device analysis the final assessment was total delamination of the valve due to cohesive failure, and a striated opening assessed as a surgical damage consistent with the use of a surgical tool.